Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Information was reported that the patient stated when he changed from group a to b, the patient controller kept showing looking for a device, and then turned the patient's ins off and entered MRI mode. The patient was walked through exiting MRI mode and turning the ins on. The patient confirmed the ins was now on, and on group b. No further complications were reported. No patient symptoms were reported.